Manufacturer narrative:
The investigation did not identify a specific cause of the event.

Manufacturer narrative:
Section b7 was updated. The field service representative performed preventative maintenance and air purges. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of a patient receiving unnecessary hospitalization and MRI (magnetic resonance imaging) testing due to questionable elecsys hcg+beta results on a cobas e 601 module. No details are available regarding the clinical context for the hcg + beta testing. Sample1: on (B)(6) 2024 the result was 28.3 iu/l. Sample 2: on (B)(6) 2024 the result was 58.9 iu/l. Following the result from (B)(6) 2024, the patient was allegedly admitted to the hospital for 3 days and a brain MRI (magnetic resonance imaging) was reportedly completed. The customer has declined to provide any further clinical or patient information in relation to the event. Sample 3: on (B)(6) 2024 the result was <0.2 iu/l using an unknown method in a different laboratory.

Manufacturer narrative:
The reagent lot number is 774930 with an expiration date of 30-jun-2025. The calibration had repeatedly failed since the end of september 2024. On 03-oct-2024 calibration failed at 10:05 but was within expected ranges at 10:56. On 14-oct-2024 the calibration was acceptable. The qc was out of range for several days since the end of september 2024 and on 14-oct-2024. The alarm trace showed "abnormal reagent probe movement" alarms on (B)(6) 2024 and (B)(6) 2024. The customer's last preventative maintenance was performed in march of 2024. It was noted that the samples were not available for investigation. The field service representative replaced measuring cells, cell tubings, the gear head, the sipper tubing, and the sipper nozzle. He performed adjustments, tests, and checks with acceptable results. Qc passed. The investigation is ongoing.